Event description:
It was reported that during ureteroscopy with laser lithotripsy procedure; the fiber broke in two pieces. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that during ureteroscopy with laser lithotripsy procedure, the fiber broke in two pieces. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection found that the fiber was broken into two pieces. It is likely that procedural conditions of the device during setup or use contributed to the fiber body break. A fiber could be damaged or kinked during setup and fully break once laser energy is applied. Microscopic inspection found the fiber tip and connector were in good condition. The console read: treatments used: 0. Treatments left: 1. The complaint against the fiber was confirmed. A review of the device instructions for use (IFU) was completed. It states: carefully inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the device. If it is an unused device, return it to boston scientific for replacement. The device history record (DHR) review confirmed that the device met all manufacturing specifications; therefore, the failure was unlikely related to manufacturing. The investigation conclusion code assigned is cause traced to component failure, which indicates expected or random component failure without any design or manufacturing issue.